Event description:
It was reported that during a routine generator change procedure due to normal battery depletion (nbd) of this cardiac resynchronization therapy defibrillator (crt-d) device, the physician found that the device had recorded a signal artifact monitor (sam) alert about this right atrial (ra) lead. The physician decided to replace the lead. The ra lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported. Subsequent additional information was received from the field representative that reported that the patient had an additional non-boston scientific device implanted and was suspected to have been the cause of the sam alert. Due to cause of the sam alert and the out of range impedances of the ra lead remained unknown, the physician decided to replace the ra lead as previously reported. No additional adverse patient effects were reported.

Event description:
It was reported that during a routine generator change procedure due to normal battery depletion (nbd) of this cardiac resynchronization therapy defibrillator (crt-d) device, the physician found that the device had recorded a signal artifact monitor (sam) alert about this right atrial (ra) lead. The physician decided to replace the lead. The ra lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported.